Manufacturer narrative:
There was a motor error alarm during rewind due to the motor encoder signal being out of phase. As a result, we were unable to perform the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests.

Event description:
It was reported that the customer was treated by paramedics for a low blood glucose level of 19 mg/dl. The customer stated that he uses an mmt-396 infusion set, lot 9201803, and changed his set several hours before the event. The customer also stated he rec'd 0.9 extra units from a fixed prime and then an add'l bolus of 10.7 shortly thereafter. The customer then stated that he has rec'd multiple motor errors. The customer attributes this to his work, where he is often around x-rays. Nothing further was reported.